Event description:
Reported blood glucose results of "211 mg/dl and 141 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the pt through two blood glucose tests and obtained results of 169 mg/dl and 155 mg/dl. No proudcts have been replaced.